Event description:
Patient's legal counsel reported the patient underwent hip arthroplasty utilizing biomet components on (B)(6) 2010. Patient is alleging issue(s) subsequent to implantation; however, the nature of the issue(s) is unknown. There has been no reported revision procedure and no further information has been provided to date.

Manufacturer narrative:
Device still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00304). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Legal counsel for patient reports patient allegations of personal injuries. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-00304-1 / 00307-1).